Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause of the peritonitis was unknown and treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots gd894162 and not issues were detected during the manufacture of the lot. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).